Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon performed a total knee on (B)(6) 2013. Patient left hospital and returned to the office for a follow up visit presenting with a swollen knee. Possible hematoma/infection. Surgeon decided to surgically open the knee and wash it out. He performed the operation on (B)(6) 2013. He removed the insert, washed the wound out and reimplanted a new insert.

Event description:
Surgeon performed a total knee on (B)(6) 2013. Patient left hospital and returned to the office for a follow up visit presenting with a swollen knee. Possible hematoma/infection. Surgeon decided to surgically open the knee and wash it out. He performed the operation on (B)(6) 2013. He removed the insert, washed the wound out and reimplanted a new insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.